Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation. Technical services advised the patient should be seen so that the patient data could be reset, but that critical therapy remained available.

Event description:
It was reported that the implant date and other data from this subcutaneous implantable cardioverter defibrillator (s-ICD) was no longer present via remote monitoring. Technical services (ts) explained that this was indicative of a patient data code and that the information will have to be input manually. Engineering analysis of device data found that battery depletion was normal. No adverse patient effects were reported. Currently, this s-ICD remains in service.